Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type:catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient was having trouble with the pump. The patient was admitted into the hospital on (B)(6) 2014. The trouble started 3-4 weeks prior with pain in the back at the implant site. The pain radiated down right leg and seemed to be worse as time had gone by. The patient could not get in and out of the car. Compatibility guidelines were requested for MRI. A MRI was to occur on the day of report; the area to be scanned was the neck, brain and lower back. It was later reported following the patient¿s MRI, that the patient had a loss of bladder and bowel control. The patient was in the hospital and was recently sent to a rehab center. The patient had pain near incision site, weakness in legs, urinary retention, no control of bowel and bladder. All these symptoms occurred since a catheter revision on (B)(6) 2014. Refer to manufacturer report # 3004209178-2014-13453 for report of catheter revision. A health care professional (hcp) reported that the patient¿s symptoms started 2 days after a refill. The hcp requested to have the medication tested. The pump was used to infuse morphine and bupivacaine.